Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-50 serial #: (B)(4). Description: infinion1x16 perc lead kit-50cm. (B)(6) 2016.

Event description:
A report was received that the patient was having loss stimulation and high impedances. The patient will undergo a revision procedure wherein leads will be replaced.

Event description:
A report was received that the patient was having loss stimulation and high impedances. The patient will undergo a revision procedure wherein leads will be replaced. Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned.

Event description:
A report was received that the patient was having loss stimulation and high impedances. The patient will undergo a revision procedure wherein leads will be replaced. Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred seven months after the device was implanted.

Event description:
A report was received that the patient was having loss stimulation and high impedances. The patient will undergo a revision procedure wherein leads will be replaced.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was having loss stimulation and high impedances. The patient will undergo a revision procedure wherein leads will be replaced.